Manufacturer narrative:
A1: the full patient identifier is (B)(6). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: a field service engineer (fse) was dispatched to customer site on (B)(6) 2025 and stated customer is having issues with quality control (qc) and discrepant patient results. While the fse was performing instrument troubleshooting he observed that the precision pump valve is not seated correctly. Then he verified all precision pipettor alignments, mixing operation, aspiration probe operation and alignments. Additionally, he verified dispense probe alignments. Then he proceeded to clean and rebuilt the precision pump. To verify instrument operation a system check was performed on (B)(6) 2025 with passing results. Also, quality control was run and recovered within range. The issue was resolved. In conclusion, there is sufficient evidence provided to reasonably suggest a hardware malfunction was the likely cause of this event. A field service engineer (fse) serviced the instrument and rebuilt the precision pump which resolved the instrument issue.

Event description:
On (B)(6) 2025 the customer reported non-reproducible hstni (troponin) patient results on the customer's access 2 analyzer part number (pn) 81600n and serial number (sn) (B)(6). Per customer verbal report, the initial (B)(6) patient result was 87.9 ng/l, repeated at 6.3 ng/l on (B)(6) 2025. No data was provided. The customer noted that a stroke patient treatment was delayed while waiting for a repeat test after the initial high result. No further injury was reported. System check was performed (B)(6) 2025 and passed within specifications. Hstni calibration passed on (B)(6) 2025 with reagent lot 538610 and calibrator lot 538097. Overall quality control (qc) was performance was within the customer¿s established ranges at the time of the event. There was no evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned results. No issues with sample integrity were reported by the customer. Laboratory manager has requested onsite service. A field service engineer (fse) was dispatched to customer site on (B)(6) 2025.